Event description:
The name of the device is quantum by ignite and is manufactured by inmode. The creator of the device, dr. (B)(6), used this device on me. The device is supposed to use radiofrequency that is described as minimally invasive. The device left me with permanent scarring similar to 3rd degree burns. The device was used on the back and side of both of my arms. The intention was to tighten the skin. The result was severe striated scarring, internal and external burn marks, daily continued pain, and lymphatic obstruction causing more swelling throughout the day, loose skin. To be more specific, the pain is still severe interfering with my daily activities and sleep at night (it is nearly one year now). My lymph nodes no longer drain properly. I have to wear compression devices and have regular lymphatic drainage massages and ultrasonic massages to relieve the pain. I also take pain medication as listed below. None of these issues were present prior to my treatment. I have tried contacting dr. (B)(6) has not responded to any of my phone calls. I can only assume that he will have to self-report this issue with his device if he acknowledges me. Which would be an impediment to him seeking FDA approval for this device. Patient code: 4896, 1757, 1994, 4432, 4543. Device code: 3023. Ref report: mw5182363.